Event description:
It was reported that pump experienced malfunction with malfunction code displayed and not resettable. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy.